Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently unresponsive and that the battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined follow up from tandem technical support and follow up information was unable to be obtained.